Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no significant anomaly. The ins was functional okay. Analysis of the lead (s/n (B)(4)), found the conductor broken at the distal end of the lead. The #7 conductor was broken; the complaint was in regards to the #15 programmed circuit of the system which directly corresponded to this break.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3708240, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3998, lot# va06td6, implanted: 2013 (B)(6); product type lead product ID 3998, lot# v258459, implanted: 2010 (B)(6); product type lead product ID 3708260, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3708260, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3777-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2008 (B)(6); product type extension (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete

Event description:
It was reported that there was a high impedance issue. Readings of over 10000 were reported on #15 during surgery and 8-15 in the clinic. There was less than 50% therapy relief at the lead location. It was noted that reprogramming was performed. It was determined that the cause of the event was because, the lead was pulled when the patient fell. It was noted that implantable neurostimulator (ins) was near end of life (eol). The patient was alive with no injury at the time of this report. Both the ins and lead were replaced. The patient was doing fine now and the explanted device was sent back to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.